Event description:
It was reported, the bronchovideoscope has a black screen when turning the angle to the end. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of "blackscreen" was confirmed. The probable cause was most likely attributed to damage to the image sensor unit. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope experienced black screen when turning the angle to the end. The issue occurred after a diagnostic bronchoscopy procedure. There were no reports of delays. The procedure was completed with the same device. There were no reports of patient harm.